Event description:
The complainant reported that during impella cp support, the 82-year-old male patient was combative and was in sustained ventricular tachycardia. Patient had been implanted with impella to unload and receive support to recovery. Decision was made to withdraw care. The impella was pulled into the descending aorta until patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The cause of the cardiac arrythmia was not determined since product was not returned and the necessary information was not provided.